Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer stated that buttons of insulin pump was not working. Customer also stated that insulin pump was not working and they needs to get another one. Customer stated that keypad was intermittently not responding. Customer was advised to observe time clock for one minute to verify if time advances and they can observe time change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No button error alarm during testing. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.